Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was sticking and required multiple presses to elicit a response. The patient reported the keypad rubber was ripping/peeling off, and the inside of the keypad was exposed. The patient alleged the responsive issue occurred prior to the damage. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): testing confirmed that all keys are intermittently unresponsive. The keypad is torn: when removed, contamination was found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.